Event description:
It was reported that an ilet user experienced high glucose readings with occlusion alerts and required multiple guidance-assisted infusion set and cartridge changes, with the highest reported glucose of 337 mg/dl. Troubleshooting and education on proper procedures and the user interface during early use was provided. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and review of alarm history. Investigation of this case revealed no device problem, but a usage problem was identified consistent with the user not understanding that an occlusion has occurred and that troubleshooting needed to be performed. Insulin delivery resumed after confirmed priming with visible drops and site changes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.